Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited a pocket infection and hematoma. A revision was performed and the crt-d, along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This device will not be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy defibrillator (crt-d) was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited a pocket infection and hematoma. A revision was performed and the crt-d, along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This device will not be returned for analysis.